Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open hernia operation, there was a small billow of smoke with no flame which led to an investigation under drapes. The patient had to extend hospitalization by one night and had ongoing treatment at the burns unit for his burn sites which will scar located under the umbilicus at 3x50p size. The wound was treated with savlon soaked gauze and then replaced with clean dressing.